Event description:
It was reported the patient had cellulitis. The patient experienced lower left leg pain. Ultram was given to the patient. It was noted the patient left the emergency department against medical advice. It was stated the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03zym, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient also had swelling. An ultrasound showed normal flow to the extremities. Abdominal x-rays were unremarkable with the exception of constipation.